Event description:
My son has worn a medtronic minimed paradigm 722 insulin pump for a little over 3 years now. On (B)(6) at 6:47 pm his blood sugar (bs) was 449. We thought we must have underestimated his insulin bolus for we had eaten at a new restaurant for lunch. We gave a correction through the pump, but when we tested at 9 pm his bs was 583. At that time we changed his site, even though we had changed his site that afternoon, and gave him an insulin shot via syringe. At 10:35 pm his bs had decreased to 450, 11:44pm it was 351, and on (B)(6) at 2:04 am it was 299. However at 4:04, his blood sugar had risen to 378. I opened a new bottle of insulin with a different lot number and gave him a shot via syringe. I also changed the tubing and filled the cartridge with the new insulin. He then got up to urinate and his ketones were at a moderate level. At that time I gave him an additional 4 units via pump since he needed additional insulin because he had ketones. After the pump had delivered 4 units, I put the pump to my ear and it was making a faint humming noise. I then disconnected the pump from my son, took the battery out and replaced it with a new (even though the battery was good) and the humming stopped. Then put the old battery back in and still no humming. I then ran two 0.5 unit boluses, no insulin. Ran a 4 unit bolus, still no insulin coming through the tubing. Called medtronic and further troubleshooted the pump this time going through the prime menu, trying to deliver 3 units with each set of tubing/insulin cartridge and still no delivery of insulin. No alarms ever alerted us to no delivery like the pump is supposed to do. Medtronic sent us out a "new" (meaning refurbished) pump out on (B)(6).